Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for leak was confirmed in the lab. The results of a sample evaluation revealed that one of the occluder feet was broken. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter product surveillance spoke with the nurse on (B)(6) 2011 regarding a leaking transfer set. According to the nurse, the transfer set was in use for 5 months. The nurse said that after it was removed she tried running water though it to see if she could figure out the problem. The nurse said that the twist sleeve seemed broken; it felt like it closed and she could feel it click, but the water would run right through it. There was no visible damage to the transfer set. The occluder feet did not appear to be broken and had no visible damage. The transfer set was cleaned by wiping it down with acavis using gauze. The nurse was not aware of any overtourquing or difficulties with opening and closing the set. The nurse said the hp had been doing therapy for only 5 months but was very careful. The nurse said the home patient (hp) used a clamp until it was replaced and had no complications or medical intervention. No further information was available.